Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have failed the focus test due to poor focus at all distances in one of the eyes. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked.

Event description:
It was reported that during a da vinci-assisted low anterior resection, the customer had darkness or color issues with the endoscope. The procedure was completed with no patient harm. Isi followed up with the initial reporter and obtained the following additional information: yes, it occurred outside the procedure. No, there were no report of fragments falling from the device while used within a patient.